Event description:
(B)(6) office reports lamp module melted, again, the plastic housing around the aluminium cooling sink of the lamp module. The hospital biomed engineer reported "light flickered, burning smell". There was no delay in surgery. On (B)(6) 2013 (B)(6) - there was no injury to staff or user. On (B)(6) 2013 hospital user unaware of any issues.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.